Event description:
It was reported that during left bundle branch (lbb) lead implant, there was a slitting failure with the delivery catheter. The delivery catheter was being slit after the lbb lead placement was completed. The slitter was caught midway along the shaft of the catheter and the lbb lead was inadvertently pulled out together with the catheter. The catheter was removed and a new catheter was used to reposition the lbb lead. Slitting was performed again and the procedure was completed without any further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.